Event description:
During surgery for another procedure on a pt, the internal retention dome broke off the tubing and stayed in the stomach. The stoma was opened to extract the dome, according to the physician.